Event description:
It was reported "ac3 pump powered off while on and in use on a patient". Additional infomation states that the iab pump console was swapped to continue therapy. No patient injury or cosnequence reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The reported complaint of "ac3 pump powered off" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the cpm board was replaced to resolve the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the power issue. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "ac3 pump powered off while on and in use on a patient". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or cosnequence reported.